Manufacturer narrative:
(B) (4).

Event description:
Info rec'd states pt had surgery to reposition her battery. Add'l info has been requested from the hcp, but was not available as of the date of this report.